Manufacturer narrative:
The procedure was coil embolization for pulmonary arteriovenous fistula. When the attempt was made to detach the coil in the target lesion, 2-3cm of the coil end was drifted away by the blood flow toward the pulmonary vein. Then the coil was pulled back for another attempt, but it seemed that the delivery system only was withdrawn without embolic coil. After the coil delivery system was removed from the patient with the microcatheter (detail unknown) as one unit, the platinum head piece portion was found in the microcatheter. It appeared the distal end of the coil was separated at the platinum head piece. The entire part of the coil delivery system was removed from the patient. The coil still protruded and drifted from the target lesion; it was pulled back into the coil mass with the snare catheter and successfully placed. The procedure was completed without adverse event. The patient is in stable condition. Additionally it was reported that the vessel was not tortuous. An adequate continuous flush was maintained through the mc at all times. There was no resistance at any time during advancement of the coil through the mc, and there were no kinks in the mc that may have contributed to the event. The syringe was not activated to detach the coil. After the event occurred, there was no resistance during withdrawal. No damages were noted on the microcatheter. Other than the reported event, no other damages were noticed with any other section of the device. Procedural images are not available. No further procedural information is available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. An additional small bag was received in the same plastic bag; inside of it was a small part of the embolic coil. Hypotube and support coil presented kinks. Support coil and gripper were out of introducer; the rest of the embolic coil was not provided. Introducer was zipped. Support coil was kinked. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. Some residues of blood were observed in the broken section of the embolic coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471155 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported coil separation at the head piece was confirmed. However with analysis a wedge of solder was noted still attached to the coil headpiece in the area between the coil loops; this indicates that the solder had good adhesion to the coil headpiece. Based on the conditions of the embolic coil the broken damages appear to have occurred after the embolic coil was stretched; however, since the embolic coil was not provided, the cause of this damage is inconclusively and undetermined. Additionally, the gripper was inspected and no anomalies were noted that can be contributed to the reported event. Neither the analysis nor the DHR suggest that the broken damages and the kinks noted on the hypotube and support coil could be related to the manufacturing process. In addition, inspections are in place to prevent this kind of damage from leaving the facility. This is also supported by the report that there was no resistance at any time during advancement of the coil through the mc. Based on the analysis of the returned device and available information, procedural factors possibly vessel/aneurysm characteristics and device manipulation appear to have impacted the failure reported; therefore no corrective action will be taken at this time.

Event description:
The procedure was coil embolization for pulmonary arteriovenous fistula. When the attempt was made to detach the coil in the target lesion, 2-3cm of the coil end was drifted away by the blood flow toward the pulmonary vein. Then the coil was pulled back for another attempt, but it seemed that the delivery system only was withdrawn without embolic coil. After the coil delivery system was removed from the patient with the microcatheter (detail unknown) as one unit, the platinum head piece portion was found in the microcatheter. It appeared the distal end of the coil was separated at the platinum head piece. The entire part of the coil delivery system was removed from the patient. The coil still protruded and drifted from the target lesion was pulled back into the coil mass with the snare catheter and successfully placed. The procedure was completed without adverse event. The patient is in stable condition.

Manufacturer narrative:
Additionally, it was reported that the vessel was not tortuous. An adequate continuous flush was maintained through the mc at all times. During insertion, there was no resistance at any time during advancement of the coil through the mc, and there were no kinks in the mc that may have contributed to the event. The syringe was not activated to detach the coil. After the event occurred, there was no resistance during withdrawal. No damages were noted on the microcatheter. Other than the reported event, no other damages were noticed with any other section of the device. A cd is not available. No further information was available. Additional information will be submitted within 30 days of receipt.